Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. The device was not evaluated on site by a qualified technician because this event is associated with a user error, with no other performance issue. The overlying skin blistering/necrosis for the patient observed during the session was due to the infuse calcium into a peripheral blood vessel. Prismax operators manual states: ¿during cit bag/ca syr, infuse calcium into a separate central venous line. Do not infuse calcium into a peripheral blood vessel as this may cause damage to the blood vessel and the peripheral tissue. Avoid infusing calcium into the extracorporeal circuit as this may cause clotting in the deareation chamber or the return vascular access.¿ should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using a prismax machine, the user noticed that the calcium level was not improving as expected despite calcium infusion. The infusion site was inspected and evidence of some overlying skin blistering/necrosis (~2x4cm) on the radial aspect of the left forearm was noted. Calcium was administered via a peripheral line not a central line. Crrt was terminated and medical intervention consisted of 20ml subcutaneous saline irrigation,15 units hyaluronidase injection, dressing with jelonet/gauze/crepe, elevation & warm compress applied. No additional information is available.